Event description:
Fill volume: 202ml. Flow rate: 10ml/hr. Procedure: thoracotomy. Cathplace: epidural. Please reference: 2026095-2015-00106/15-00189. Pump 2 of 2: it was reported that there were 3 incidents of pumps ending sooner than expected. It was reported as, "anesthesiologist stated that the nurses told him that the pump isn't lasting twenty hours and this has happened 3 times." Anesthesiologist stated that the pharmacist will call back with more details. The pharmacist reported that when the pump was received it still contained medication. There was no patient injury and the patient was reported to be stable. Additional information was received (B)(6) 2015. It was clarified that there was 1 patient and 2 pumps that were used one consecutive to the other after the first pump was finished. The specific time that both infusions ended are unknown. It was reported that both pumps ran fast. The latter pump, that was disconnected on (B)(6) 2015 still contained medication. In addition, it was reported that the facility did not want to provide any further patient nor incident information, as they feel confident that the incidents were caused by user error. Additional information was reported on (B)(6) 2015 that there were 2 types of pumps involved; the first pump used was a model p200x2-14 (200ml) and the second pump used was a model cb004 (400ml). It was reported that the cb004 pump was used in error. Additional information was reported on (B)(6) 2015 that the cb004 400ml pump ran for approximately 8 hours and then it was disconnected from the patient. It was unknown how much medication was left in the pump. It was reported that no further information will be available.

Manufacturer narrative:
(B)(4). Method: the devices will not be returned for analysis. As a lot number was not provided a review of the device history record (DHR) cannot be conducted. Results: as no devices were available and no lot number available for an evaluation, no device testing methods were performed and results cannot be obtained. The instructions for use (IFU)(14-60-613-0-04) indicates that several factors may affect flow rates, such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU specifies, "caution" "do not underfill pump. Underfilling the pump may significantly increase the flow rate. Flow rates may vary due to: fill volume ¿ filling the pump less than the labeled volume results in faster flow rate." The IFU also specifies, "warning flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: ¿ medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). ¿ the amount of medication over the therapeutic period and delivery time can vary by as much as 20%." Conclusions: the devices were not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event. The IFU specifies, "caution" "do not underfill pump. Underfilling the pump may significantly increase the flow rate. Flow rates may vary due to: fill volume. ¿ filling the pump less than the labeled volume results in faster flow rate." As previously reported, per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. It was reported that upon running out of the 200ml pumps the facility took a pump from their orthopedic inventory, as they thought the 400ml pump would work just the same. It was reported that the pump was filled to 202ml; thus, the device was underfilled. Although, the infusion start and end time were unknown, underfilling the pump may have contributed to the reported incident. It was reported that the facility did not want to provide any further patient nor incident information, as they feel confident that the incidents were caused by use error. An IFU and a technical bulletin on factors affecting flow rate were sent to the customer. In addition, the facility received in-service training on the devices. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.